Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was pulling air out of the cartridge with an empty syringe and not cleaning the pump pneumatic tap. Tandem clinical support educated the customer on the proper loading process. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.